Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch select simple meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 1:30pm. The patient manages her diabetes by self-adjusting her insulin doses and skipped administering her usual dose of insulin in response to the alleged issue. The patient reported that "six and a half hours" after the alleged issue occurred she developed symptoms of "shaky, dizziness and sweaty" and that she self-treated by consuming yoghurt. During troubleshooting the cca noted that it was not the first time the product had been used and the patient had followed the correct testing procedure, using the correct test strips. When the patient was walked through a retest, the issue was resolved. Product was replaced and requested back for evaluation. This complaint is being reported as the patient developed symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged issue occurred.